Manufacturer narrative:
Product analysis: model: 24950l, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the radio frequency (rf) head battery was defective. The remote monitor failed during interrogation test. Moreover, the unit was charged for one hour and error codes 3230, 3248, and 2300 were found in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. The caller was advised to have the remote monitor unplugged. No further troubleshooting was performed at the time of call. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.